Event description:
One of the wires of the implantable neurostimulator system became exposed through the skin in the patient's lumbar region. The patient was seen in the emergency room. It is unknown what component was visible. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).